Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿entrapment of ¿pv-tracker¿ guidewire in the pulmonary veins during atrial fibrillation ablation with pvac gold. Doi:10.1111/pace.13451. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complications while using a multi-electrode ablation catheter: there were two patients who experienced entrapment of the guidewire. In the first patient, as the ablation catheter was inserted to the pulmonary vein, both the catheter and the guidewire were ¿trapped¿ inside the vein. The physician tried multiple maneuvers to release the catheter, but to no avail. The catheter sheath was withdrawn to the transeptal puncture, and with a ¿sustained¿ traction for several minutes, it was able to be released. The tip of the catheter showed a piece of tissue, which was obstructing any movement of the wire. The patient was asymptomatic during the whole procedure and was discharged the following day without any complications. Of note, the tissue was sent for anatomopathological study and was noted to be ¿vascular tissue.¿ also, the catheter was analyzed by the manufacturer and ¿no abnormalities were found.¿ in the second patient, the ablation catheter was ¿trapped¿ into the pulmonary vein but was easily released. However, the guidewire was trapped inside the catheter and was unable to be removed. The catheter was introduced into a sheath and the entire system was then removed. A small piece of tissue was blocking the catheter, and the wire was ¿completely trapped.¿ also, the guidewire was ¿severely damaged¿ due to the removal procedures. A new transeptal puncture was required, along with a new catheter. There were no complications and the patient was discharged the next day. Further follow up did not yet yield any additional information. The status/location of the ablation catheter system is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.